Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the lens was noted to be cracked. The incision was enlarged to remove the lens and another three piece lens was implanted. Sutures were required to close the incision.